Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera colonovideoscope image was flickering (noise). There were no reports of patient harm due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the device evaluation, the reported problem of noisy image was confirmed, caused by a damaged charged coupled device (ccd) unit. In addition, foreign objects discovered in the nozzle resulting in less than standard value for water removal. A worn and stretched angle wire caused the bending angle in the up direction and the play of the up/down knob to be less than standard values, and to cause the angulation to skip in the up and down directions. Additional findings included chipped adhesive on the a-rubber, a scratched c-cover, and a scratched connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.